Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This supplemental report is to correct the initial MDR reported event date. The correct event date was (B)(6) 2017.

Event description:
It was reported that the patient had expired due to congestive heart failure and atherosclerotic coronary artery disease. No further information is available.